Manufacturer narrative:
One device was received for evaluation. Functional testing was able to duplicate the issue. It was determined that the downstream occlusion (dso) sensor was the root cause and was replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device exhibited a 'cassette not attached' error. There was unknown patient involvement.